Event description:
The part was received for investigation. Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided, therefore the review could not be performed. Reported device was not sent back to brézins for investigation but the pressure sensor kit was kept and sent for further investigation. It is mentioned in the complaint that it is a warranty repair due to error 42 "downstream pressure sensor". This event is linked to a known issue with likely defective pressure sensors and the root cause is being addressed with a CAPA opened in july 2020. To our knowledge no patients or treatments were involved. This complaint is added in our trends for statistical analysis. This complaint is valid. Action was initiated for this issue as per our local procedures. The trend is abnormal and reported risk is lower than estimated risk.

Event description:
Error 42 (downstream pressure sensor).